Event description:
Subsequently, boston scientific received information that this lead was received at boston scientific's return product department.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant the right ventricular (rv) lead exhibited intermittent loss of capture with high threshold measurements. A revision procedure was performed where a perforation was observed. It was noted that they could visually see the tip of the lead through the muscle. The rv lead was cut removed in pieces. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was returned severed (495 mm from the terminal pin). Two segments were returned for a total length of 523mm. Each segment was put through and passed electrical continuity testing. Intermittent loss of capture, with high threshold measurements was not confirmed through electrical testing.